Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube bent or crooked on (B)(6) 2025. The blood glucose level was high over 250 mg/dl. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01, MDR 2371722. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010440, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010440 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l3 on 03-dec-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4l03535 was manufactured according to the wi version 65 and manufactured in the machine spot 01, on 26-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4m00044 was manufactured according to the wi version 65 and manufactured in the machine spot 04, on 01-dec-2024, with a total of (B)(4) units. The lot# 4m00916 was manufactured according to the wi version 65 and manufactured in the line xx on 04-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.